Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient presented to the emergency room with what looked like a ventricular tachycardia (vt) storm. The device delivered appropriate therapy; however, there are also episodes of noise on the atrial channel. A boston scientific technical services consultant informed the caller that the issues could be due to interaction with the minute ventilation (mv) feature. The respiratory rate trend (rrt) was programmed off at that time. Further testing was performed a few days later and there was no atrial capture or sensing. An x-ray revealed the atrial lead was dislodged. A revision procedure was performed and the lead was removed from service and replaced.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.